Manufacturer narrative:
An event of circumferential effusion shortly after amulet procedure was reported. A cardiac tamponade was also reported. Information from the field indicated that after multiple attempts with different sizes and sheaths the procedure was aborted. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event. It is possible that the reported procedural difficulties may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. The unexpected medical intervention was result of pericardiocentesis performed due to pericardial effusion. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: medical device problem code: 2993

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amulet¿ steerable delivery sheath. The appendage was very shallow. During procedure, the left atrial pressure was 14mmhg. After multiple attempts with different sizes and sheaths the procedure was aborted. Shortly afterwards the patient developed a circumferential effusion and a pericardiocentesis was performed with removal of 800cc of blood. A cardiac tamponade was also noted. The physician mentioned the cause of pericardial effusion was amulet device. The patient was admitted to coronary care unit (ccu), blood stopped draining overnight. The patient was reported discharged.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a amulet¿ steerable delivery sheath. The appendage was very shallow. After multiple attempts with different sizes and sheaths the procedure was aborted. Shortly afterwards the patient developed an effusion and a pericardiocentesis was performed with removal of 800cc of blood. The patient was admitted to coronary care unit (ccu), blood stopped draining overnight.